Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed on a difficult laa. The left atrial pressure was noted to be 8mmhg and the patient was in sinus rhythm. A 35mm watchman flx laa closure device was implanted after 1 partial recapture. The device met release criteria; the tug test and compression were good. After the device was released, the device changed angles in that the part facing the ridge became strongly protrusive. The compression measurements remained correct (14%). It was further noted that the transseptal puncture was posterior superior which may have led to tension exerted by the core wire and the sheath on the device. This in turn may have been the reason for the change in axis of the device at the time of release. Twenty-four hours post procedure, the device was found embolized to the left atrium. The device was removed by thoracic surgery without complications. The patient is reported to be fine. It was further reported that the patient presented with hemoptoic sputum with disorientation with frontal lobe which led to a trans-thoracic ultrasound being performed. The device was noted to be attached to the mitral valve. Postoperative complications included hemodynamic and hemorrhagic shock. The patient was taken to the emergency operating room where a sternotomy was performed. The device was removed and the laa was surgically closed. The patient was transferred to ICU with a good outcome.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed on a difficult laa. The left atrial pressure was noted to be 8mmhg and the patient was in sinus rhythm. A 35mm watchman flx laa closure device was implanted after 1 partial recapture. The device met release criteria; the tug test and compression were good. After the device was released, the device changed angles in that the part facing the ridge became strongly protrusive. The compression measurements remained correct (14%). It was further noted that the transseptal puncture was posterior superior which may have led to tension exerted by the core wire and the sheath on the device. This in turn may have been the reason for the change in axis of the device at the time of release. Twenty-four hours post procedure, the device was found embolized to the left atrium. The device was removed by thoracic surgery without complications. The patient is reported to be fine.

Manufacturer narrative:
Media analysis: media from the clinical procedure was provided to bsc and reviewed by a member of the bsc global medical safety organization. The media review report concluded: submitted for review were screen shots of implant transesophageal echocardiogram (tee) and follow up echocardiogram reportedly done 24 hours after implant. The implant procedure was complicated by difficult transseptal puncture by report resulting in tension on the core wire. The device was felt to have met position, anchor, size, seal (pass) criteria but clearly canted at implant with a significant portion protruding to laa, with suboptimal engagement of anchors. The patient presented with shock and confusion 24 hours later and the echocardiogram showed embolization of device to the level of the mitral valve requiring surgical removal. Per the media review, the closure device likely did not meet pass criteria prior to release.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed on a difficult laa. The left atrial pressure was noted to be 8mmhg and the patient was in sinus rhythm. A 35mm watchman flx laa closure device was implanted after 1 partial recapture. The device met release criteria; the tug test and compression were good. After the device was released, the device changed angles in that the part facing the ridge became strongly protrusive. The compression measurements remained correct (14%). It was further noted that the transseptal puncture was posterior superior which may have led to tension exerted by the core wire and the sheath on the device. This in turn may have been the reason for the change in axis of the device at the time of release. Twenty-four hours post procedure, the device was found embolized to the left atrium. The device was removed by thoracic surgery without complications. The patient is reported to be fine. It was further reported that the patient presented with hemoptoic sputum with disorientation with frontal lobe which led to a trans-thoracic ultrasound being performed. The device was noted to be attached to the mitral valve. Postoperative complications included hemodynamic and hemorrhagic shock. The patient was taken to the emergency operating room where a sternotomy was performed. The device was removed and the laa was surgically closed. The patient was transferred to ICU with a good outcome.